Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a proglide device. Reportedly, a cuff miss occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6: medical device problem code 1494 -indication for use. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: for sheath sizes greater than 8f, at least one device and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a proglide device. Reportedly, a cuff miss occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, additional information was received: it was reported that this was a venotomy closure of the right common femoral vein using a proglide after an interventional ablation procedure using a 8.5f sheath. Another proglide was used to achieve hemostasis. No additional information was provided.